Manufacturer narrative:
The case was cancelled after the patient was pinned; no injury was reported. Event logs were reviewed and noted that the cameras were not receiving trigger signals to flash. The root cause was attributed to insufficient voltage. The voltage was increased and the system performed flash as normal. Quality compliance will continue to monitor similar complaints as part of routine post-market surveillance.

Event description:
It was reported that during surgical procedure the rep tried to re-flash the system multiple times unsuccessful. The surgical case was cancelled and will be rescheduled for a later time.